Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this morning, patient put on their bluetooth headphones that they had forgotten about and hadn't used them in a few years, and fell asleep but woke up with a headache after about a half hour. The patient they stopped using the headphones and their head wasn't hurting now the way it had but noted they had a "minor headache now but for a different reason." Patient wanted to know if that was something that needed to be urgently addressed or if it was ok to wait on it. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue and to discuss their symptom concerns. Patient to follow up with their hcp.